Event description:
A 26mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. It was reported that the pt's iliac arteries were severely tortuous and moderately calcified. The delivery system was inserted in the pt's iliac artery without the use of an introducer sheath after which it kinked and would not deploy (reference MFR report # 2953200-2005-01351). The delivery system was removed from the pt and another aneurx bifurcated stent graft device was inserted through the other iliac artery which was less tortuous. The stent graft was successfully deployed.it was reported that while using a reliant balloon to expand an area between two iliac stent graft, the balloon burst upon the second inflation. No clinical sequelae were reported and the pt is reported to be fine. The balloon was discarded and will not be returned for evaluation.

Manufacturer narrative:
Evaluation results: pt's condition affected effectiveness of device (severely tortuous and moderately tortuous iliac arteries). Balloon (burst). Conclusion: device failure/lack of effectiveness related to pt condition (severely tortuous and moderately tortuous iliac arteries). Device discarded, unable to follow-up.